Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. Additional information indicated that this lead exhibited high pacing threshold and trouble with stylets sticking in lead. Also, patient anatomy made placement very difficult. Physician tried for best anatomical position without success. This lead was never in service, and lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high capture thresholds allegation based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Also, difficult-to-position allegation was not confirmed based on visual inspection found no evidence to support lead placement difficulty. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. Additional information indicated that this lead exhibited high pacing threshold and trouble with stylets sticking in lead. Also, patient anatomy made placement very difficult. Physician tried for best anatomical position without success. This lead was never in service, and lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.